Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found the tubing on the top of the small syringe kinked. The fse cut the kinked part of the tubing, reinstalled it, and primed the syringe. The fse ran patient samples, which had normal total areas ranges of 900 to 1100. The customer calibrated the g8 system and ran qc, which passed. The customer ran patient samples and total area is within acceptable range. The instrument is performing within specifications. A 13-month complaint history review for (B)(4) found three (3) similar complaints during this time period, including this event. The g8 operator's manual states that hba1c results will not reported if the total area is <500 or >4000. The optimal goal for total area is between 700-3000. The root cause of the kinked tubing could not be determined.

Event description:
On (B)(6) 2017 a customer reported low total areas (ta) ranging from 200 to 400 on patient samples; normal range is 700-3000. Quality controls also had low total areas. A second g8 system had much higher total areas on qc and patient samples. On (B)(4) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.